Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion and plain old balloon angioplasty was performed with a 5mm x 60mm sterling balloon catheter, a 7mm x 80mm innova stent was deployed. Subsequently, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mm x 60mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.